Event description:
Nurse stated that they experience no problems with insertion. When the needle was removed it pulled & ripped the skin. Upon visual observation it was noted that the end of the needle is bent.